Manufacturer narrative:
Event date: exact date unknown, event occurred a week ago.

Event description:
It was reported that the patient was not able to feel the stimulation. It was also noted that the ipg was difficult to charge and was not able to communicate with the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.